Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and advanced the needle into endoscope working channel do biopsy, during second biopsy user detected the handle broken. User then changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. Are images of the device or procedure available? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle broken. ¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿(¿¿¿(¿¿))¿¿¿¿(¿¿)¿¿¿¿¿¿¿¿:¿¿¿¿¿ 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿(¿¿¿¿¿¿¿¿)¿¿:¿ 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿:¿ 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: _____________________¿:¿ ¿¿¿¿¿procore¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿ 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. 1. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. ¿¿¿¿¿¿¿¿¿¿¿¿¿(¿¿¿¿¿¿¿)¿¿:¿¿ 2. ¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿2r¿2l¿4r¿ao¿ar¿11ri¿11s¿¿ 6. Please describe the size of the intended target site. Unknown. ¿¿¿¿¿¿¿¿¿¿¿¿ 7. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. ¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿:¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿ 8. Was the device used in a tortuous position? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 9. Are images of the device or procedure available? Yes and attached. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿¿¿¿¿ 10. Was it damaged in packaging before removal? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 12. Was it damaged on removal from packaging? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 13. Was force required to remove the device? No. ¿¿¿¿¿¿¿¿¿¿¿¿:¿ for complaints occurring during use (once in contact with endoscope) also ask: ¿¿¿¿¿¿(¿¿¿¿¿¿¿¿)¿¿¿¿¿,¿¿¿¿: 14. What is the endoscope manufacturer and model number that was used? Olympus ultrasound endoscope ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿¿¿¿¿¿¿ 15. Was force required on insertion of device into scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? After first biopsy, user retracted the endoscope while found out the handle broken. ¿¿¿¿¿¿¿¿¿,¿¿¿/¿¿¿¿¿¿¿¿¿:¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿ 17. Was difficulty experienced while retracting the needle? No. ¿¿¿¿¿¿¿¿¿¿¿¿:¿ 18. Was the syringe used during the procedure, after the stylet was removed? Yes. ¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿:¿ 19. Was the needle able to be fully retracted before removing from the patient? Yes. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 20. Was gaining access to the targeted site difficult? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. ¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 22. Was needle penetration of the targeted site difficult? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 23. Was the stylet partially removed prior to advancement of needle? Yes. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 24. How many biopsies/passes were obtained with use of this needle? 1. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿¿ 25. Did any section of the device detach inside the patient? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 28. Was there difficulty in attachment / detachment of the leur to the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿¿¿¿:¿ 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. ¿¿¿¿¿procore¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿/¿¿¿¿¿¿¿¿¿:¿ 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. ¿¿¿¿¿(¿¿¿¿)¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. ¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. ¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿¿:¿ 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. ¿¿¿ebus¿¿,¿¿¿¿¿¿¿¿¿¿¿¿¿ ¿¿:¿

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 02-oct-2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) # k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 02-oct-2024 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 1 unit of lot c2105437 of echo-1-22 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 04 apr 2024. On evaluation of the device the following observations were made: visual inspection: kink below sheath extender observed, needle handle observed to be detached from inner handle, inner handle examined and residue of glue observed in groove, functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender. Clarification was requested as follows; during lab evaluation slight kink on needle proximally below sheath extender, was observed. This could have occurred during transportation /device returns process. Could you please confirm with the customer if the proximal kink was observed before returning to cirl? Reply was received as follows; could you please confirm with the customer if the proximal kink (see pic below) was observed before returning to cirl? No. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2105437 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being over torqued on to the scope leading to the needle handle detaching from the inner handle during second biopsy. During fqc the handle of the device is tested to ensure that the handle is attached correctly (fqc d00514779). The proximal kink observed during the lab evaluation was most likely caused due to transport returns. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.